Event description:
A balloon ruptured on the first inflation at minimal pressure during a pre-dilatation of a slightly calcified iliac artery prior to stent placement. Results were satisfactory and the pre-dilatation was completed successfully at that time. There were no pt complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement is indicated when it is believed angioplasty alone will not achieve a good result. Co believes the above factors contributed to this event and does not attribute it to the device. It was also indicated the lesion was slightly calcified. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."